Event description:
It was reported that the patient passed away. The patient's cause of death was unknown. The patient's death was not thought to be device related. The device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported patient outcome could not be conclusively established through this evaluation. Heartmate 3 lvas was not returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU provides a list of adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including death. No further information was provided. The manufacturer is closing the file on this event.